Event description:
At shift change the line was checked and there was no infiltration or leaking at that point. The dayshift rn reported that port catheter had sluggish blood return when accessing to verify placement. During pm assessment the port catheter dressing had bloody drainage under it. IV fluids were stopped and the physician was notified. Upon removing port catheter dressing it was found that the port catheter needle appeared to be slightly out and there was a small one centimeter amount of swelling noted around the port catheter. This port catheter was a replacement of a prior defective port catheter procedure done a few months ago. This port catheter was also found to have punctures in the plastic back.